Event description:
Title: ground patch burns. The pt was undergoing a radiofrequency ablation for atrial fibrillation. At the end of the case, it was noted that the pt had skin burns (left lateral chest and axillary area) where the ablation ground patch is placed. Skin care team called in to evaluate pt and dress burns.